Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instruction for use (IFU) is adequate for the reported device/patient and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified, respectively.

Event description:
It was reported that during a biliary stent deployment procedure, the stent allegedly did not deploy and retraction issue was allegedly identified. It was further reported that the shaft of stent was allegedly fractured. There was no reported patient injury.

Event description:
It was reported that during a biliary stent deployment procedure, the stent allegedly did not deploy. It was further reported that the shaft of the system allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. Investigation summary: the investigation of the returned catheter sample confirmed that the deployment system was in use and that the user could not deploy the stent graft. The delivery system was found fractured at the proximal end which made a successful deployment impossible. The system was found with deformation indicating that excessive release force was present when the user tried to release the stent graft. An indication for a process related issue could not be found. As a result of the investigation performed the complaint is confirmed. A definite root cause for the reported event could not be determined. The reported indication represents an off label use of the device. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy.' The IFU states that the product is intended for use in the iliac and femoral arteries.